Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission :01/20/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The up arrow, down arrow and ok button symbols were found to be worn, which is cosmetic and has no effect on insulin delivery function. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and keypad flex found to be fully seated in connector. Unrelated to the complaint, investigation revealed a crack in the battery compartment and the display was dim, fading and discolored.